Event description:
Terumo medical received information during a follow-up discussion related to a previous product performance review (ppr). A healthcare professional described a case involving surgical removal of a deployed angio-seal device following a procedure involving the popliteal artery at an outpatient center.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided . A4: weight: requested, not provided . A5: ethnicity: requested, not provided . A6: race: requested, not provided. D4: model #: requested, not provided. D4: lot #: requested, not provided. D4: expiration date: unknown due to the combination of an unknown model & lot number. D4: UDI: unknown due to the combination of an unknown model & lot number. D6b: explanted date: requested, but unknown. H4: device manufacture date: unknown due to the combination of an unknown model & lot number. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be confirmed. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).